Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damage. A piece approximately 11.61 mm x 2.70 mm was found not attached, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The instrument was examined and identified to have mechanical damage located at the tip of the blade. The blade edge exhibited indentation(s) and/or burr formation. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.